Manufacturer narrative:
The ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks until therapy exhaustion. There was a lot of noise noted on the shock electrogram. Boston scientific technical services (ts) was contacted and provided additional troubleshooting. No adverse patient effects were reported.